Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code displayed after resetting the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed on resetting the pump, but when the issue recurred, technical support decided to replace the pump. The customer was informed about the backup therapy using multiple daily injections (mdi) and the upcoming receipt of a pump with updated software. The steps to store the malfunctioning pump and return it using a pre-paid label were clearly explained to the customer, who acknowledged understanding these instructions. A replacement pump was sent to the customer.